Manufacturer narrative:
Evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. No cines of the implanted stent were provided. The device was received with a 0.035¿ guidewire and a support sheath. The support sheath was received in two pieces: hemostatic val ve/manifold and catheter. One end of the catheter was frayed and had exposed metal braiding. The entrust delivery system was received with the red safety tab removed from the handle and inner guidewire lumen/pusher protruding from the delivery system outer sheath. The silver outer sheath could be seen within the handle¿s safety tab cavity. Approximately 11.5cm of the inner guidewire lumen/pusher was protruding from the distal end of the stent delivery system¿s outer sheath. Several kinks in the catheter were noted approximately 8.5cm, 20.5cm, 35.3cm, 39.0cm, 44.3cm, 47.3cm, 50.4cm, 61.6cm, 77.8cm, 99.0cm, and 122.0cm proximal of the stent delivery system outer sheath. A bend in the catheter¿s blue isolation sheath was noted just distal of the printed strain relief. The printed strain relief was removed. The entrust stent delivery system handle was opened for examination. The pull cable was still attached to the silver outer sheath and handle thumb wheel. The outer sheath had been pulled to the proximal side of the handle pulley. The pull cable, inner guidewire lumen, and outer sheath were properly routed through the handle. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician had intended to use an everflex self-expanding stent with entrust delivery system to treat a severely calcified chronic total occulsion in the cia to the eia. The artery had medium level tortuosity. The approach used was brachial. A non-medtronic guidewire and a non-medtronic sheath were used in the procedure. The device was prepped as per the IFU with no issues identified. It was reported that during delivery of the stent, the tip of the device became damaged and could not cross the lesion. A second everflex entrust was opened, it was reported the handle of the device ran idle and the stent failed to deploy. A third everflex entrust was deployed successfully, however this stent was reportedly stretched for about 15 cm. A non-medtronic stent was used to complete the procedure. There was no difficulty removing the devices. The procedure was extended by less than 30 minutes. Patient injury was not reported.